Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was hospitalized on unknown date due to high blood glucose level. Customer current blood glucose level was 360 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that it was unknown that the auto mode feature was active at time of high blood glucose event. A personnel in the hospital removed the battery of the insulin pump and insulin pump did not worked. Customer stated that the insulin pump had a blank display. Customer stated that the display did returned after insulin pump got restart. The insulin pump will not be returned for analysis. The device will be returned for analysis.